Event description:
The nanocross balloon was used in the right sfa and popliteal for dilatation. The patient had a previous stent placed in the sfa. The nanocross was inserted 3 times for dilatation, and on the 3rd insertion, the balloon separated and tore from the catheter shaft. The wire stuck in the balloon shaft. Everything was removed, no fragments were left in the patient and no harm to the patient is reported.

Manufacturer narrative:
A review of the manufacturing records for this device was conducted.